Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump is stuck in rewind prime and cannot get out of it. The customer's blood glucose when he was stuck in the loop was 267 mg/dl. The insulin pump is alarming with a pump error. Troubleshooting was performed. The insulin pump will return.

Manufacturer narrative:
Findings: pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected compromised force sensor system alarm anomalies noted. Pump received with minor scratched lcd window, cracked battery tube threads, stained end cap sticker and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.